Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with 300cc mentor memorygel breast implants and experienced postoperative left-sided discomfort. The patient stated that her left breast is lower than it used to be and feels much differently than her right breast. The patient reported that there were no abnormal findings from her mammogram. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Mentor received an update to the events submitted in the initial report. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the revision surgery. The patient underwent bilateral removal and replacement with two 450 cc mentor memorygel breast implant prostheses (catalog #: 3504501bc, left serial #: (B)(6), right serial #: sn (B)(6) on (B)(6) 2021. On (B)(6) 2021, mentor received additional information regarding the MRI result, patient¿s symptoms, and suspected medical devices. MRI performed on (B)(6) 2020 indicated left-sided lesion. The patient had left-sided biopsy on (B)(6) 2020. The patient¿s surgeon stated that the suspected medical devices were discarded since they were 12 years old and placed by another surgeon. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.   Updated reason for device explant and/or reoperation: breast pain, breast lesion since the patient experienced left-sided anisomastia without deflation, deformity/ disfigurement (e2308) was added in h.6. Health effect - clinical code. The relevant fields have been updated. Manufacturer's reference number:(B)(4).